Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging a self-reboot of the pump. On (B)(6) 2011, the pt reported that the pump powered off. The pt confirmed that the pump was off and the screen was blank. The pt changed out the battery and confirmed the pump powered back on. The pt denied developing a blood glucose excursion as a result of the issue. At the time of troubleshooting, the pt reported there was no corresponding alarms (low battery or replace battery) on (B)(6) 2011. At the time of the call, the pt informed the customer service representative that some of yellow o-ring of battery cap was visible; however, she was unable to confirm if the battery cap was secure when the alleged issue occurred. The pt denied any moisture/corrosion in battery compartment or cracks in casing. The pt claimed pump threads were intact. There is no adverse event associated with this complaint.